Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 3777-45, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 3777-45, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 37743, serial# (B)(4), implanted: 2009 (B)(6); product type programmer, patient. (B)(4).

Event description:
It was reported that patient's ins (implantable neurostimulator) was "not working for about 2 years." She had not recharged in the past 2 years. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.